Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to detached end cap causing the home switch to misalign with the motor slide pad. The device was received with missing end cap sticker, loose drive support disk, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.